Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, stations showed as "unknown" following es 1.11 upgrade. There were no adverse events or injuries reported based on this event.